Event description:
It was reported the camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the camera cable was broken. Based on the results of the investigation, it is likely that the following led to the malfunction: malfunction in the camera cable prevented normal communication, resulting in no image output. A probable root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Follow up in progress to obtain additional information regarding the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.